Event description:
A malfunction on the pump was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while instructed to call back if the issue reappeared.